Event description:
It was reported that when using the bd pyxis¿ medbank tower all 4 doors (13, 14, 15 and 16) failed to open. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the doors were not opening. A technical support specialist (tss) connected to the unit, disabled all universal serial bus (usb) power management settings, and rebooted the unit. The customer then attempted to access items in two of the affected doors, and they opened successfully. The system functioned after the technical support specialist troubleshoot the device.